Event description:
Additional information received reported that the pipeline did not open in the middle and proximal section. The device had been placed in a bend when it failed to open. Delivery was normal, and during positioning the microcatheter and stent did not respond to the manipulations of the physician due to sliding of the long sheath out of position. A neuron max 90cm sheath was used during the procedure. There were no issues or malfunctions with the phenom microcatheter. Dual antiplatelet treatment had been administered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (model: ped2-425-35 lot: b043105) and phenom-27 catheter (model: fg15150-0615-1s lot: ap20-020) found that the pipeline flex pushwire was extending ~50.4 cm from hub. The phenom-27 catheter total length was measured to be ~158.9 cm (reference: 152.0 cm). The phenom useable length was measured to be ~152.1 cm which is within specification (specification: 144.0 cm ± 1.5 cm). Upon visual inspection, no damages were found with the phenom hub. The catheter body was found to be flattened at ~3.7 cm, at ~2.3 cm and at ~0.9 cm from distal tip. The distal tip was found to be intact. The pipeline flex embolization device could not be pushed forward or removed from within the phenom catheter. The phenom was dissected (cut) to remove the pipeline flex embolization device. Due to high resistance the pipeline flex embolization device was inadvertently broken at distal hypotube and detached when removing it from the catheter hub. The pipeline flex embolization device segments were removed from within the phenom catheter hub. The distal hypotube was inadvertently stretched with the ptfe shrink tubing pulled back when removed from phenom catheter. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. The dps restraints/sleeves appear to be damaged. The tip coil was found intact. The pipeline flex proximal braid end was found collapsed and frayed. The distal end of braid was found opened and frayed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was confirmed as the pipeline flex braid proximal end was found to be collapsed. However, the root cause could not be determined. The customer reported having placed the pipeline flex braid in a vessel bend. The customer also reported the vessel tortuosity was severe. It is likely the failure to open is the result of vessel tortuosity or placing the device in vessel bend. H6: method code updated to b01. Result code updated to c0702 and c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician began the deployment of the pipeline (ped) distal of the aneurysm with no complications. During deployment, and after half of the ped was deployed, there was some flattening noticed on the device and a possible torsion. The reason was that the long sheath had slipped from its position in the lower internal carotid artery (ica) and pushing of the guidewire did not result in the stent deployment rather in the microcatheter and navien coiling in the common carotid artery. The physician attempted to correct the support issue and tried to redeploy the ped while correcting the torsion. After multiple attempts, the issue was not resolved and the two persistent possible torsions of the device were noticed. It was determined to be safer to retrieve the device, and reattempt treatment with a replacement device. The new microcatheter and pipeline were used to complete the pro cedure successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of multiple saccular, unruptured aneurysms of the left internal carotid artery (ica) ophthalmic and clinoid segments with a max diameter of 10 mm and a 9 mm neck diameter. It was noted the patient's vessel tortuosity was severe.